Event description:
It was reported that patient's right ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. Low, out of range defibrillation impedance and loss of defibrillation therapy was also noted. The lead was explanted and replaced. The patient was stable.